Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due to the lack of device sample to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Event description:
The customer alleges that the unit shuts off intermittently. No patient injury reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit failed the initial power connect test. This failure is indicative of a defective power supply pcb. The on-board power supply pcb was by-passed with a known good power supply pcb and the test was attempted again, this time successfully. Based on the investigation performed, the reported complaint of "unit intermittently turns off" was confirmed. It was determined that the power supply pcb is defective. All units being returned for service will have power supply pcbs replaced. This unit was manufactured 22 nov 2010 and will be replaced.

Event description:
The customer alleges that the unit shuts off intermittently. No patient injury reported.